Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported the pacemaker was fractured and leaking voltage causing the patient to be shocked 14 times. The pacemaker was replaced. The patient suffers from post-traumatic stress disorder(ptsd) and constant fear. Further information was requested but not received.